Manufacturer narrative:
Device manufacture date provided. Updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the eminterface had no errors. Representative shut down the system and replaced field generator and booted the system back up. Details displayed red x's on the axiem box and emitter. When the system was rebooted with old emitter, the error message went away. The system then passed the system checkout and was found to be fully functional. The system was used in a different case without any issues. When the new emitter was tested on a different system it worked without any issues. The field generator was returned to the manufacturer for analysis. Analysis found that the field generator was connected to a test system for testing and the system remained in green status during testing. It passed accuracy tests and flexing the cable did not indicate any open. No fault found.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was experiencing difficulty tracking instruments which interferes with registration. Manufacturer representative verified that no metal or interference was in the field. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Additional information: patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was experiencing difficulty tracking instruments which interferes with registration. Manufacturer representative verified that no metal or interference was in the field. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Correction: follow-up # 2 date received by MFR should have indicated february 11, 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was experiencing difficulty tracking instruments which interferes with registration. Manufacturer representative verified that no metal or interference was in the field. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.